Manufacturer narrative:
Section b5, e4, g3, h6: additional information

Event description:
Information was received from user facility medwatch report # (B)(4). The site communicated that the patient presented with acute lvad alarms and pump stops in the setting of international normalized ratio (inr) 1.5 and lactate dehydrogenase (ldh) 12.7 u/l . Lvad was electively stopped shortly after admission. Patient was supported in the ICU and presented to the or the following day for device exchange. In the or, left ventricular recovery was observed, so surgery was delayed for further evaluation of plan of care given his burden of chronic multi drug resistant infection. Patient was taken to or for complete device removal (all hardware removed)

Manufacturer narrative:
Section g4 was inadvertently omitted in the previous report. The date received by manufacturer is (B)(6) 2020.

Manufacturer narrative:
Sections a3 and d7: additional information: manufacturer's investigation conclusion: evaluation of heartmate ii lvas, confirmed the presence of depositions consistent with a low flow condition, which would have contributed to the reported event. Additionally, pump thrombosis was confirmed through evaluation of the returned device. The lvad was returned assembled with the driveline cut approximately 2 inches from the pump housing, a segment measuring approximately 2 inches was returned, and a distal segment measuring approximately 35 inches was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned detached from the pump. Approximately 6 inches of the sealed outflow graft was returned. The outflow graft bend relief was returned. The bend relief collar was not returned. The outlet elbow was returned detached from the pump. The pump was exposed to a fixative. Incidental finding: evaluation of the returned device revealed an incidental finding of superficial damage to the outer silicone jacket. Upon disassembly of the returned device, depositions of soft, grainy, denatured blood as well as firm, denatured blood were found completely occluding the blood flow path of the inlet stator, around the rotor, and the outlet stator. The firm depositions on the body of the rotor and in the outlet stator were strongly adhered to the blood-contacting surfaces. The denaturation of the observed depositions indicates that the occlusion was present while the pump was supporting the patient; however, a duration of time for which the depositions were present in the device could not be determined. The observed depositions appeared to have developed as a result of poor surface washing due to a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined through this evaluation. Examination of the inlet stator also revealed a ring-like thrombus situated around the inlet bearing ball. The thrombus showed evidence of laminated layering, indicating that it formed in the inlet stator over an undetermined amount of time. The depositions found in the pump could have contributed to the reported episodes of dark urine. Upon removal of the observed depositions, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. In the heartmate ii IFU, device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. The IFU outlines indications of thrombus and how to respond to such events. It also discusses anticoagulation, including recommended inr values and provides an explanation of all pump parameters, including pump flow and also describes situations which may result in a low flow hazard alarm. Additionally, the IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. The IFU also describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with low flows, paresthesia in the left arm and an episode of dark urine prior to arrival. While the patient was in the emergency department they experienced a stabbing chest pain without radiation. The lvad was turned off due to concerns for thrombolembolic events. A CT showed that the outflow cannula was thrombosed. The patient was intubated and started on milrinone and heparin gtt. No additional information was reported.